Event description:
It was reported that at the end of july there was an impedance drop of about 200 ohms for pace lead impedance and about so ohms for shock lead impedance. The impedances remained within normal expected limits. Boston scientific technical services (ts) was consulted and informed that changes in patient medication could be the cause. The health care professional (hcp) checked the patient records and saw they had been admitted around the time of the changing impedances and agreed that it was likely due to the patient's condition. The hcp also mentioned an episode from mid september with noise, oversensing and pacing inhibition during the use of a magnet on the pacemaker. The patient's underlying rhythm was present during the episode. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).